Manufacturer narrative:
Device evaluation: visual inspection reveals that the tip of the device is fractured. Potential cause: this event could possibly be attributed to wear through use over time or multiple sterilization cycles. The cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the hook on the front end of a roi-c implant holder fractured during an operation. Another instrument was used to complete the procedure. There was no known impact on the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the hook on the front end of a roi-c implant holder fractured during an operation. Another instrument was used to complete the procedure. There was no known impact on the patient.